Event description:
It was reported that the plate has been broken during bending at the k-wire hole. A replacement was available.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the plate is broken could be confirmed. (B)(4). Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that the plate has been broken during bending at the k-wire hole. A replacement was available.